Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 165 mg/dl and the sensor glucose was 61 mg/dl at the time of the incident. The customer stated they have been getting high readings of 335 mg/dl and 345 mg/dl that started on (B)(6) 2017. The customer treated the high blood glucose by using the bolus wizard. Customer was also getting calibration not accepted alert twice then change sensor alert. Customer was assisted with troubleshooting. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test and sensor failed test.